Event description:
It was reported that the left ventricular (lv) lead showed high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2006. D274trk, bi-ventricular (bi-v) defibrillator, (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 it was further reported that the lead exhibited undersensing.